Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a recorded signal artifact monitor (sam) event. This lead and device remain in service. No adverse patient effects were reported.